Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 1 contained a tear and all three cusps were fibrotically thickened. There was circumferential fibrous pannus ingrowth with focal calcifications, which resulted in narrowing of the inflow diameter. Special stains were negative for organisms and no inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, tear, and pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Event description:
Approximately four years ago, aortic valve replacement was performed and this 19 mm sjm trifecta valve was implanted. Mitral valve repair (sjm rigid saddle ring, model: rsar-28) and tricuspid annuloplasty (sjm tailor flexible ring and band, model: tab-27) concomitant procedures were also performed. Post-operatively, structural valve deterioration was suspected and tte confirmed aortic regurgitation from the right coronary cusp. The valve was explanted on (B)(6) 2016 and replaced with a 19 mm sjm regent mechanical valve. Upon explant, the right coronary cusp was observed to be torn from the stent base.